Event description:
It was reported that the customer received a button error alarm on the insulin pump and that the insulin pump began beeping. The customer's blood glucose was 150 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the alarm apart from some possible sweat. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly on the pump. However, moisture damage was found on the keypad traces. No unexpected audio/beep anomaly or button error alarms were noted during testing. The pump also had minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, and cracked battery tube threads.